Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue: the battery compartment was allegedly cracked. There was no indication the product caused or contributed to and adverse event. The device was returned to the manufacturer and investigation was completed by product analysis on (B)(6) 2017 with the following findings. On investigation the battery compartment was confirmed to be cracked. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.